Manufacturer narrative:
All of the buttons on the insulin pump functioned properly however, moisture damage was found on keypad traces. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads, and stripped battery cap coin slot. The battery was inserted multiple times and all operating currents were within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. No moisture damage was noted inside the device.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 270 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.